Event description:
The customer reported a magnesium sulfate secondary was intended to be infused at 50ml/hr but minutes after the infusion was started the nurse noticed it was running "too fast." The tubing was clamped but almost the entire bad had infused. (B)(6). There was no pt harm reported and no medical intervention was required. Customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). The affected product has been rec'd and the investigation is pending. A follow up report will be submitted with evaluation results once the evaluation has been completed.